Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown eye surgery on (B)(6) 2016 and suture was used. During post-op control visit, the patient presented only a conjunctival reaction on eyes. There was no intervention required. It was also reported that later the conjunctional reaction was more intensive. It was reported recently that immune reaction disappeared after about two weeks. Additional information would be requested.

Manufacturer narrative:
The following information was requested, but unavailable: did all 3 patients have the same type of surgery (rear vitrectomy)? If no, please indicate type of surgery for each did all 3 patients experience the same reaction? What medications were the patients prescribed to treat the condition (type, dosage, length of time)? Was there any additional surgical interventions performed? For each patient please provide: patient age, gender, weight, medical history for each patient update to each patient current condition lot number involved for each please submit additional complaint form for other 2 events any additional information.